Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03332 / 03333).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Event description:
It was reported that patient enrolled in a clinical study. Patient underwent right partial knee arthroplasty on (B)(6) 2008 and left partial knee arthroplasty on (B)(6) 2008. Subsequently, patient's right partial knee was revised to total knee on (B)(6) 2013, due to pain. Patient's left knee was revised to total knee on (B)(6) 2013, due to deterioration.